Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, bulge, severe pain, adhesions and omentum ischemia. Post-operative patient treatment included revision surgery with removal of old mesh and new ethicon proceed mesh implanted.